Event description:
The account alleged the brake caster is not holding. No pt impact.

Manufacturer narrative:
The technician found the brake caster had fallen off of the bed due to machine screw backed out and fell off the brake caster. The technician replaced the brake caster and machine screws and applied locate to the machine screws to resolve the issue.